Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump housing was cracked causing the cartridge to not fully snap into the pump. The customer's blood glucose level was 250 mg/dl. The customer declined additional assistance from tandem customer technical support.